Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the device was not returned. Provided under attachment section, we were not able to observe issues related to the movement of the handles of vertecem v + cement system sterile and also functional test to evaluate the complaint condition can't be performed as device is not returned , therefore allegation can't be confirmed. The root cause for the reported event cannot be determined from the available information. Manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can't be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part #: 07.702.016s, lot #: 0j53361, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 08 sep 2020, expiration date: 01 sep 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review was performed for the finished device lot number, and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the vertecem v+cement kit (p/n: 07.702.016s, lot #: 0j53361) was returned and received at us cq. Upon visual inspection the cement inside the mixer was observed to be hardened which could have been due to cement exposed to the external environmental conditions. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. Functional test: during functional test, the cement is hardened inside the mixer and the handle is stuck or cannot be pushed or pulled. So the device failed to operate as intended. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion the complaint condition was confirmed for the vertecem v+cement kit (p/n: 07.702.016s, lot #: 0j53361). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to hardening of cement due to failure to follow the instruction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history review - device history review was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery . During the surgery, could not push and pull the handle. Could not push and pull the handle. The surgery was completed successfully. There were no adverse consequences to the patient. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This report is 1 of 1 for (B)(4).